Event description:
It was reported that, "the pt was listed as a painful hardware. During revision a loose cup was discovered. Pt was revised."

Manufacturer narrative:
Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.